Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, that the technical service engineer (tse) received a call from the customer who was experiencing an issue with docking the patient side cart (psc), specifically receiving a system message that universal surgical manipulator 4 (usm4) was not free to move. The tse reviewed the system logs and confirmed the presence of 23003 errors. The tse then inquired if the usm arm was obstructed or over-rotated and guided the customer to check the patient clearance to ensure it was centered and that the usm arm was not fully up or down on the vertical axis. The customer indicated that everything seemed fine but could not clear the message. The customer decided to use another da vinci system for the procedure. The procedure was converted to another davinci system with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The site resolved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.